Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The technician manipulated the handle in attempt to release the clip; however, the handle broke. The technician cut the handle off and pulled the clip together with the catheter off the tissue and out of the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The technician manipulated the handle in attempt to release the clip; however, the handle broke. The technician cut the handle off and pulled the clip together with the catheter off the tissue and out of the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly fully deployed and returned. The control wire and coil were both cut and kinked. The handle was also cut from the device and the slider cover and the cross pin were detached from the slider. The over sheath assembly was missing. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The technician manipulated the handle in attempt to release the clip; however, the handle broke. The technician cut the handle off and pulled the clip together with the catheter off the tissue and out of the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.